Event description:
It was reported via repair work order that the brakes were not holding due to debris in casters. It was further reported that the right side stirrup would not lock into place due to a damaged assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.